Event description:
It was reported that post op CT was merged with preop CT and MRI and the entry points of all trajectories were 3-4mm off but the targets were all relatively on trajectory. Laser registration was performed and verification was accurate. Confirmed that the patient was still securely in pins/did not move. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated/corrected updated: d4; h2; h3; h6. A full analysis of the data logs was performed. The logs confirmed the electrode inaccuracies. There was a shift of the electrode¿s trajectories, with the left side more anterior and superior to the planned trajectories and the right side more posterior and inferior to the planned trajectories. This could indicate head movement, but this cannot be confirmed to be the main contributor of the discrepancies seen. Registration and verification steps were performed per procedure. Registration laser rms (root mean square) error was under the threshold. Percent of matched points was 100%. However, review of the screenshots provided shows that the laser appears to go beneath the skin of the 3d render on the right side of the patient¿s face. This could indicate a discrepancy between the patient and the reference exam. Exam "CT: CT" was merged with reference exam "exam 1: mr" using the automatic merge function prior to the procedure. The logs indicate that the fusion was validated by the surgeon without adjustments. This fusion was recreated in simulator. No issue was observed with the merge. The merge between the post op CT and pre op CT was also recreated, but there appeared to be some blurriness and misalignment between the two. Review of the 3d render of the post-op CT found several artifacts and gaps. It cannot be determined if this merge issue was due to a head shift or poor exam quality. There were no software anomalies identified which would have caused or contributed to the reported event. Device history records were reviewed and no discrepancies related to the reported event were found. Based on the investigation, the reported event was verified, but the definitive root cause cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.